Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/01/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify "in total, 2 faulty devices were involved and I will key in another separate product complaint for ur note" how many of the total quantity were involved for the reported issue? 2 pieces were used in a single case on same patient. Do you have any photos? No. The event with 1st suture (needle breakage) was submitted via medwatch 2210968-2020-02516.

Event description:
It was reported that the patient underwent an open resection of the right adrenal tumor in 2020 and the barbed suture was used on midline fascia. After closing of the midline fascia at the final stitch, surgeon tried to pull the barbed suture taut from its needle to tighten and the needle broke off the suture. Another like barbed suture was used. The procedure was completed successfully without delay.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. A manufacturing record evaluation was performed for the finished device batch number pck887, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.